Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a14f amplatzer torqvue 45x45 delivery sheath. The dimensions of laa were orifice 21.5mm x 32mm, landing zone 19.5mm x 28mm and depth 20mm. The patient had a previous watchman failed case due to instability. During procedure, the close criteria were satisfied and tension test was performed, the device was implanted in a single deployment. The device appeared stable both on angiogram and transesophageal echocardiogram (tee) and there was no color flow was noted beyond the lobe of the device in any angle and device compression was a marshmallow shape. About 1.5 hours later, received a call and mentioned the amulet device was embolized and the patient was emergently being taken to the operating room (or). Tee performed prior to the or showing the amulet was sitting in the mitral valve (mv) and tangled in the mv cordae. The device was successfully removed via open heart surgery. There was no replacement device implanted due to laa was ligated during surgery. On 29 may 2024, the implanter mentioned the patient was extubated, off of pressors, stable and recovering in intensive care unit (ICU). The patient required prolonged hospitalization by multiple days.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization into mitral valve after 1.5 hours of procedure was reported. It was reported that the device was successfully removed through an open heart surgery. Information from field indicated that the close criteria were satisfied and tension test was performed, the device was implanted in a single deployment. The device was reported to appear stable both on angiogram and transesophageal echocardiogram and there was no color flow noted beyond the lobe of the device. A returned device assessment could not be performed as the device was not returned for analysis. Based on cine review performed at abbott, the measurements appeared to be on the larger side due to where measurements were taken, the device may have been oversized. Post procedure tee, confirmed the reported device embolization. Based on the information received, the cause of the reported incident could not be conclusively determined. The patient required prolonged hospitalization by multiple days. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a14f amplatzer torqvue 45x45 delivery sheath. The dimensions of laa were orifice 21.5mm x 32mm, landing zone 19.5mm x 28mm and depth 20mm. The patient had a previous watchman failed case due to instability. During procedure, the close criteria were satisfied and tension test was performed, the device was implanted in a single deployment. The device appeared stable both on angiogram and transesophageal echocardiogram (tee) and there was no color flow was noted beyond the lobe of the device in any angle and device compression was a marshmallow shape. About 1.5 hours later, received a call and mentioned the amulet device was embolized and the patient was emergently being taken to the operating room (or). Tee performed prior to the or showing the amulet was sitting in the mitral valve (mv) and tangled in the mv cordae. The device was successfully removed via open heart surgery. There was no replacement device implanted due to laa was ligated during surgery. On (B)(6) 2024, the implanter mentioned the patient was extubated, off of pressors, stable and recovering in intensive care unit (ICU). The patient required prolonged hospitalization by multiple days.